Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands in the manufactured position. It was also noted that three struts on the distal row were stretched/damaged. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The outer diameter of the stent was measured with a calibrated laser micrometer, which determined that even the damaged portion of the stent met specifications for maximum stent outer diameter. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure, the taxus liberte 3.50x20mm stent would not cross the lesion. Details of the lesion are unknown. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis of the returned device revealed stent damage.